Event description:
It was reported that the left ventricular (lv) pacing lead showed no capture and high impedance. A fracture in the subclavian area was confirmed via x-ray examination. The lead was turned off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the proximal and distal conductors of the lead became distorted at the first rib/clavicle location while in vivo, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. Concomitant products: d314trg implantable cardioverter defibrillator; 6945-65 implantable tachy lead (B)(6) 2000; 506852 implantable pacing lead (B)(6) 2000; 305c23 tissue valve (B)(6) 2004. (B)(4).